Event description:
It was reported that approximately eight months ago, the pump moved more to the left side to be more in the middle, and it was sore at the pump site when the patient touched it. The patient felt different because the pump had moved. The patient was reportedly having a lot of other troubles. The pump system was being used to infuse an unknown medication. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).